Manufacturer narrative:
Bayer radiology quality assurance product analysis received an examined the returned syringe, lot #165375, and identified the presence of a particulate in the syringe barrel within the fluid path. There have been no other reported complaints of this nature for this lot number. The particulate measured approximately 3.0 mm x 2.0 mm. The composition of the material indicates the particulate could fragment while under pressures typically generated during an injection. Comparison of the particulate with the inside diameter of the range of catheter used for radiology injection concluded that the potential of injection into the pt exists. The syringe kit instructions for use (200990) instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance. In the event additional information is received, a follow-up report will be submitted.

Event description:
The site reported the following: a brown stain was visualized in the MRI syringe prior to use.